Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. Four photos were sent that showed the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber cover of the np end of the 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre-attached holder came off while collecting blood. This resulted in blood leaking from the needle. No injury or medical intervention was reported.